Event description:
The customer reported an intermittent table errors message. They also found that the workstation would not boot periodically.

Manufacturer narrative:
The ge service rep ordered parts, removed and replaced the work station power supply and cable, for work station boot issue. He replaced the sensor interface pcb for table lock up issue. The system functions as intended.